Event description:
Our rep is reporting to us that during an arthroscopic meniscal repair with the use of omnispan for fastening, the surgeon has some difficulties deploying the red trigger of the applier when attempting to deploy the 2nd fastener but managed to recover. In one of the fastener deployments, the silicone retention tubing come off of the inserter needle and into the patient&apos;s joint space; possibly due to over-penetration. The surgeon was able to easily retrieve the silicone tubing, and the procedure was concluded successfully without further issue or harm to the patient. Complaint devices discarded at user facility.

Manufacturer narrative:
Nothing is being returned for an evaluation; complaint device discarded at user facility. No lot number supplied, which precludes conducting a batch record review to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. We cannot tell anything from this; it is possible that user technique, over penetration, is the underlying cause for the reported silicone tubing issue. Outside of that hypothesis and consideration, we cannot discern any other root cause for this reported incident. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.